Manufacturer narrative:
Insulin pump passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm or blank display were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they insulin pump had unexpected restart, a cold reset was performed alarm and blank screen currently. No harm requiring medical intervention was reported. Customer reported it dies within a day last battery change was unknown. Customer stated that battery did not last more than 1 week. Customer stated that low battery. The insulin pump will be returned for analysis.